Event description:
Customer reports to have received a no delivery alarm and was very frustrated as he states he changed infusion sets seven times. Customer also reports to have been hospitalized on july 22, 2014 due to coma. Customer's blood glucose at the time of hospitalization was 570 mg/dl. Customer was advised that samples of other infusion sets can be sent to him. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).